Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a proximal pressure sensor failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) went onsite and performed a restart of the v60 device to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.